Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent device, a patient was ¿having issues¿. Additional information was received reporting the patient experienced hypotony, blur, and glare. During treatment the patient¿s intraocular pressure (iop) increased. Upon completion of the use of the medications, the patient¿s eye "becaome" "hyoptonous" with a shallow anterior chamber and macula folds. The surgeon then prescribed two additional courses of medication treatment. Approximately three months following the implant of the device, the surgeon filled the eye with viscoelastic resulting in several days of pressure spikes into the 40¿s requiring topical treatment. Upon completion of all treatment and medications, the patient¿s anterior chamber depth was ¿less shallow¿ compared to previous readings. The patient then started another topical treatment. The device appears to be well placed with one visible retention ring. The patient has a refractive error.

Manufacturer narrative:
No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Because no lot information is available, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative worsening in visual field loss is an established risk associated with use of the system that is clearly specified in the product IFU. The manufacturer internal reference number is: (B)(4).